Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the patient wanted help with the placement of purewick female external catheter. Representative went over the steps and wick placement. The representative sent purewick information pack through mail and also sent email with the website link of purewickathome.com. The patient had been using purewick products for less than 90 days. Per additional information received via liberator on 28oct2021, it was stated that the representative sent purewick information that comes with the purewick product.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be" operator error". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient wanted help with the placement of purewick female external catheter. Representative went over the steps and wick placement. Representative sent purewick information pack through mail and sent email with link to website of purewickathome.com. The patient had been using purewick products for less than 90 days. Per additional information received via liberator in 28oct2021, stated that the representative sent purewick information that comes with the purewick product.